Event description:
It was reported that the patient and a companion contacted support stating that the dexcom g7 was not providing readings on the ilet device after several days of normal operation. The ilet alarms indicated a brief sensor error, while cgm data showed the sensor remained connected. Review of the dexcom application also displayed a brief sensor error with instructions to wait for reconnection. The patient was advised to allow time for the sensor to reconnect and acknowledged understanding. A blood glucose value of 215 mg/dl was reported. It was stated that the patient is highly sensitive to glucose fluctuations and that the sensor may have been disconnected for approximately 30 to 45 minutes, which was believed to have contributed to the elevated glucose level. The patient reported no symptoms and manually entered the blood glucose value. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.